Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 480mg/dl by the time the paramedics were called. The customer experienced vomiting, sweating, and dry heaving. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. The caller mentioned that the cannula may have been slightly curved. Reminded the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.